Manufacturer narrative:
On 24-mar-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported that the hemostatic valve was broken right out of the package, when the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was opened. The sheath was replaced, and the issue was resolved. Procedure was continued. There was no patient consequence. Additional information was received indicating the white valve inside of the hub was broken. It did not break into two or more separate pieces and did not become detached from the sheath. The soft part of valve was pushed into the hub. Sheath had not been used on patient. It was noticed during prep.

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported that the hemostatic valve was broken right out of the package, when the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was opened. The sheath was replaced, and the issue was resolved. Procedure was continued. There was no patient consequence. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Additionally, the customer provided a picture of the returned condition to aid in the investigation. According to the pictures provided by the customer, the hemostatic valve was dislodged inside the hub. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. Due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. The customer complaint was confirmed based on the picture received. Refer to physical product investigation for further details. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)